Manufacturer narrative:
(B)(4): eval: method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: medical review - raised intraocular pressure (iop) requiring intervention is a labeled adverse event in the implantation of the vision tcl. Surgeons are warned not to perform this procedure in patients with an acd < 3.0mm and gonioscopic angles less than grade ii. This complication is generally due to inadequate peripheral iridotomies or excessive lens vaulting causing the angle to narrow. Several factors including probable pigment dispersion from the constant rubbing of the icl with the posterior surface of the iris have been hypothesized as a probable cause for this condition however, no studies support this scenario. There is an increased risk of this event if the icl is implanted in patients with a gonioscopic angle that is < grade iii and in patients with an acd <3.0mm. This lens is also contraindicated in patients with a history of glaucoma. Conclusions: (no conclusion can be drawn); based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined.

Event description:
Additional information received - the facility reported the patient has high pressure and glaucoma and the event is ongoing. Patient's post-op bcva was 20/20 and prognosis is excellent.

Event description:
The pt reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B)(6) 2007. The pt reported having been prescribed eye drops for at least three consecutive months or had surgery because the surgeon said the pt had high pressure or glaucoma in their eye. The icl remains implanted. Add'l info has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.